Event description:
No blood glucose levels reported. The customer reported that the bolus did not deliver the required insulin from the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. During the occlusion test, the insulin pump was programmed with several boluses and monitored. All boluses delivered properly and water exited the infusion set. No bolus anomaly or delivery anomaly was noted. The insulin pump had minor scratches on the display window and cracked battery tube threads. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).